Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs and one device. Visual and photographic inspection of the device noted no abnormalities. The single use loading unit (sulu) was received with a full complement of staples and the interlock was set. There were some staples protruding from the proximal staple cartridge channel. No damage was noted to the knife blade. The sulu was reset and loaded into the returned instrument. The device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colectomy procedure, while transecting the right colon, the device was used successfully. Placed the device on the tissue, switched sides on the table and the black firing toggle would not advance and did not fire. The surgeon pushed it hard and it would not advance so it was taken off the tissue. Another device was used to complete the procedure. There was no patient injury.